Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2,025 ohms. It was reported that pacing impedance measurements were 900 ohms approximately fifteen months ago. Additionally, the lead exhibited high pacing threshold measurements. It was noted that shock impedance measurements have remained stable and acceptable and no noise was observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.